Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and weight to the spec. A microscopic analysis was performed which a crease sharp in the radius side and have non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening. Non-penetrating nicks in the posterior/radius side.

Event description:
Healthcare professional reported a right side rupture, "shell bleed," and "mild capsular contracture" with no baker grade given. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, gel bleed, and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, "shell bleed," and "mild capsular contracture" with no baker grade given. Device has been explanted.